Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system was explanted due to an infection in 2018. No further information was known about this event. There were no patient consequences.